Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient suffered from an infection at the implant site which was not further specified. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The device was explanted due to an infection. Despite requested no further information has been received.

Event description:
The explanted device was received at hq. As per information on in situ testing reports the device was explanted due to an infection.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.